Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for 240 vac power source during testing. Further investigation concluded that failure was not reproduced. Device passed all testing.